Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk biv ICD, implanted: (B)(6) 2010; 6725 crdm adaptor, implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and no anomalies were found. A proximal portion was received measuring 12 cm.

Event description:
It was reported that the right ventricular (rv) lead had no capture at the maximum output, high impedance and oversensing. A lead fracture was suspected. The rv lead was initially programmed off, then removed and replaced a couple weeks later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.